Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, b2, b3, b5, b6, b7, d10 and h6. B5: upon follow up, it was reported the peritonitis was manifested by abdominal pain, shivers, and cloudy effluent. The patient presented to the hospital and was treated with unknown oral, intraperitoneal and intravenous antibiotics (discontinued after 20 days) for the peritonitis. The patient was not hospitalized for the event. Twenty days after event onset, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.